Event description:
The manufacturer received information that a trilogy evo ventilator was returned for preventative maintenance. No harm or injury was reported. During the device evaluation, the device failed test steps. The device's system printed circuit assembly was replaced to address the issue.